Manufacturer narrative:
The reported conditon is currenlty being investigated.

Event description:
Report submitted by csi rep- details surrounding event- "...the first and only time we used it on (B)(6) 2021, it was not successful. The attending physician that used it had the following feedback: the fetal occiput was asynclitic during c-section, was direct occiput posterior prior to use of fetal pillow. Significant extensions into broad ligament and hysterotomy extensions around to the posterior uterus bilaterally. I asked her if she thought these issues were the direct result of the fetal pillow. She said she did not think the pillow caused the extensions but she thinks the pillow caused the fetal head to be asynclitic which in turn could have caused the extensions ...". Additional info- - update- significant extensions into broad ligament and hysterotomy extensions around to the posterior uterus bilaterally fetal pillow box of 6 fp-010 (B)(4).

Manufacturer narrative:
Investigation: initiated manufacturer's investigation: x-no sample returned. X-review DHR. *analysis and findings: distribution history the complaint product was purchased from a supplier (safe obstetric systems ltd) and coopersurgical sold the product to the customer. The lot number of the complainant product was not provided. However, product was shipped to this customer from lot 20090 in (B)(6) 2021. This was the only shipment to the customer. Manufacturing record review: batch and testing records from the supplier for lot number 20090 were reviewed and the product met final testing requirements before release to coopersurgical. This product was manufactured at the supplier in (B)(6) 2020. Review of finished goods inventory found lot number 20090 has been depleted. Incoming inspection review: a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. *was the complaint confirmed? Yes no. Root cause: no definitive root cause for this issue could be reliably determined at this time. *correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report submitted by csi rep- details surrounding event- "...the first and only time we used it on (B)(6) 2021, it was not successful. The attending physician that used it had the following feedback: the fetal occiput was asynclitic during c-section, was direct occiput posterior prior to use of fetal pillow. Significant extensions into broad ligament and hysterotomy extensions around to the posterior uterus bilaterally. I asked her if she thought these issues were the direct result of the fetal pillow. She said she did not think the pillow caused the extensions but she thinks the pillow caused the fetal head to be asynclitic which in turn could have caused the extensions ...". Additional info- - update- significant extensions into broad ligament and hysterotomy extensions around to the posterior uterus bilaterally. 1216677-2022-00006 fetal pillow box of 6 fp-010 e-complaint-(B)(4).